Event description:
The orbit mini complex fill2.5x4.5 coil (637mf2545/ 15217442) stretched during insertion into the aneurysm. No serious injury was reported with the events. After the event, the coil and delivery system was removed from the patient without any issues. An adequate continuous flush was maintained through the mc at all times. An enterprise stent remodeling product was used during the procedure. No further information was provided and the product was not returned for analysis.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The orbit mini complex fill 2.5x4.5 coil ((B)(4)) stretched during insertion into the aneurysm. No serious injury was reported with the event. After the event, the coil and delivery system was removed from the patient without any issues. An adequate continuous flush was maintained through the mc at all times. An enterprise stent remodeling product was used during the procedure. It is not known if there was any resistance encountered at any time during advance of the coil, whether the microcatheter was repositioned over the deployed coil, or any information regarding aneurysm site or characteristics. A review of the manufacturing documentation associated with lot 15217442 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including inspection results test. It was reported that the device was discarded. Based on the lack of procedural information, no conclusion can be made regarding the report that the coil stretched. With review of the device history records, there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.